Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, the implantable cardioverter defibrillator was unable to be interrogated. Troubleshooting for possible issues were performed but was unsuccessful. The device exhibited signs of premature battery depletion. The patient was not dependent. The implantable cardioverter defibrillator was explanted and replaced without any complications. The patient was stable post procedure.

Manufacturer narrative:
The reported event of interrogation failure and premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.